Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The system was reprogrammed vvi and the ra lead remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.